Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified, fold creases, broken of plug strap and one curved opening. A microscopic analysis and leak test were performed which identified, one striated opening and broken sharp. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one opening striated in the side anterior assessed, as surgical damage. Broken sharp of plug strap assessed, as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.